Manufacturer narrative:
The field service representative (fsr) replaced the measuring cell, pinch valve, pinch tubes and seals and performed a software update. It was noted that the customer has the date on the instrument set back 2 months. The investigation is ongoing.

Event description:
The initial reporter questioned results for an unspecified number of patient samples tested for elecsys total psa (total psa) on a cobas e 411 immunoassay analyzer. The following discrepant results were provided: for sample number (B)(6): on (B)(6) 2022 the initial result was 0.347 ng/ml. On (B)(6) 2022 the repeat result was 3.09 ng/ml. For sample number (B)(6) : on (B)(6) 2022 the initial result was <0.006 ng/ml. The repeat result was 3.67 ng/ml. On (B)(6) 2022 the initial result was 0.06 ng/ml. The repeat result was 3.26 ng/ml. It is not clear if these discrepant results are for the same patient or if these are for different patients. Clarification was requested but was not provided. No questionable results were reported outside of the laboratory. The total psa reagent lot number and expiration date were not provided.

Manufacturer narrative:
The sample clotting time was 20 minutes; 30 minutes is the minimum clotting time. Several "sample liquid level detection (lld) noise" messages were observed on the alarm trace data. The specific cause of the event could not be determined, however, the investigation determined the event was consistent with a pre-analytical handling issue. The total psa reagent performed within specification. The investigation did not identify a product problem.

Manufacturer narrative:
The initial report stated: "for sample number (B)(6): on (B)(6)-2022 the initial result was 0.347 ng/ml. On (B)(6)-2022 the repeat result was 3.09 ng/ml." This should say: "for sample number(B)(6): on (B)(6)-2022 the initial result was 3.09 ng/ml. On (B)(6)-2022 the repeat result was 0.347 ng/ml."